Event description:
Olympus was informed that the video telescope only displays a purple image and that the white balance does not work. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed the occurrence of the reported ¿purple image¿ and traced the issue back to a defective cable assembly. Thus, the reported incident was attributed to component failure. Furthermore, worm-shaped depictions in the image were found, which were caused by the r-unit, more specifically a crack in the adhesive between the prism and the ccd chip. This issue was attributed to wear and tear. In addition, the fibre composite of the light fibres on the outer tube's distal end was found to be damaged. This issue can most likely be attribued to improper handling and thus user error. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.